Event description:
The patient was implanted with a surgical lead on (B)(6) 2010. It was reported that the patient lost stimulation. Efforts to recapture effective therapy via reprogramming proved unsuccessful. An x-ray revealed that the lead had fractured and was migrating out of the epidural space. In addition, one of the contacts was no longer attached to the device. Surgical intervention was undertaken on (B)(6) 2011, to replace the patient's lead.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.